Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2016, the patient underwent a right side si joint arthrodesis where three implants were placed. Following the initial surgery, the patient complained of psoas muscle pain that only occurred during certain movements. The surgeon determined that the cranial implant was malpositioned as he had difficulty identifying the alar line during the initial surgery. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the cranial implant and added a new implant in the most caudal position. The patient's psoas pain symptoms and si joint pain both resolved following the revision surgery.

Manufacturer narrative:
Patient is believed to have had an additional revision surgery to remove and replace implants from the previous revision procedure from (B)(6) 2017. The performing surgeon has not responded to requests for information about this case.

Event description:
Patient is believed to have had an additional revision surgery to remove and replace implants from the previous revision procedure from (B)(6) 2017. The performing surgeon has not responded to requests for information about this case.